Event description:
It was reported that during the implant procedure of a dual chamber leadless pacemaker system that during positioning of the right ventricle leadless pacemaker (rvlp) an injection was performed through the delivery catheter and a perforation was noted. A stat echocardiogram was performed and demonstrated cardiac effusion. A pericardial tap was performed and 180cc were drained. The physician elected to abandon the procedure. The patient went to the intensive care unit (ICU) in stable condition.